Event description:
The patient contacted animas on (B)(6) 2013 reporting that the cartridge continues to leak inside of the cartridge compartment after using cartridges from different boxes, which has enabled the patient to prime the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the cartridge leak issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.